Event description:
A malfunction was reported on the pump, and it was identified with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction code did not recur.